Manufacturer narrative:
The report received from the affiliate states that when the stabilizer (complaint product) was taken out of the sterile pouch, the distal coil was observed bent in a snake-like shape entirely for 3cm from the distal tip. The product was not separated. The product was stored correctly. There was no mishandling of the device. The complaint product was not clinically used. Therefore, another product (chevalier floppy) was opened and the procedure was completed successfully. One non-sterile unit of sgw .014 stabilizer 180cm was received coiled inside of a plastic bag. The distal tip presented a bent condition at 1.5cm from distal end. A damage (longitudinal rupture) was found on ptfe coating at 6.5cm from the distal end. Sem/x-ray analysis was performed in order to determine the cause of longitudinal rupture in ptfe coating; the results indicate that: the ptfe coating longitudinal rupture presented evidence of scratching and abrasion. No other surface characteristics were observed that could have influenced to the longitudinal rupture condition of the ptfe coating. The exact cause of the longitudinal rupture could not be conclusively determined. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10005459. This packaging lot contained (B)(4) units, which were shipped from lake region medical on april 9, 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer as "kinked/bent-prior to use /distal tip" was confirmed owing to the received condition of the device. The exact cause of the reported failure, as well as the damage (longitudinal rupture) on ptfe coating found during analysis could not be determined. However, it does not appears to be manufacturing related of the product, the device did not present any obvious indications of manufacturing defect or anomaly that could be contributed to the event as reported. It is unknown what factors may have contributed to these damages. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time.

Event description:
Damage (longitudinal rupture) was found on ptfe coating at 6.5cm from the distal end during analysis. The original report received from the affiliate stated that when the stabilizer (complaint product) was taken out of the sterile pouch, the distal coil was observed bent in a snake-like shape entirely for 3cm from the distal tip. The product was not separated. The product was stored correctly. There was no mishandling of the device. Therefore, another product (chevalier floppy) was opened and the procedure was completed successfully. The complaint product was not clinically used. When the product was analyzed a longitudinal rupture was discovered on the ptfe (coating) of the wire 6.5cm from the distal end. It is unknown if the device was in the condition when returned as the only a bent like condition was reported from the customer.